Event description:
Three biv lead removal case performed due to patient infection. Lv lead was removed and while prepping the ra lead for removal the blood pressure dropped. Surgical back up was immediately available and the patient was stabilized on bypass. The CT surgeon discovered an svc tear with heavy bleeding and the patient did not survive further intervention.